Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's hearing performance got worse and x-ray confirmed electrode being our of cochlea. The patient was re-implanted .

Manufacturer narrative:
Based on the received information the active electrode array migrated out of cochlea. An x-ray post initial implantation confirmed a full insertion. Reportedly the same implant could not be repositioned so the patient has been re-implanted. The device has been discarded, and will not be received for investigation. This is a final report.

Event description:
Patient's hearing performance got worse. An x-ray confirmed the electrode being out of cochlea.